Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump has been alarming with no delivery lately. The patient stated that she was feeling badly and her blood glucose was high, but the pump was not alarming with no delivery. She changed the infusion set and felt better. Her blood glucose at the time of incident was 350 mg/dl. Troubleshooting was initiated for the no delivery. The customer was able to successfully prime the tubing. The customer was advised that the pump was working as designed. However, the customer was skeptical of that. She declined further troubleshooting to the insulin pump since she had already inspected it herself. It remains unknown as to why the pump did not alarm no delivery when her blood glucose was high, or what caused any possible occlusions. The reservoir was returned for analysis and three replacement reservoirs and infusion sets were shipped to the customer.